Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was confirmed the entire lead was returned and there was no damage visible. The wire was inserted without any difficulty. As a result, the clinical observation could not be confirmed.

Event description:
Boston scientific received information that prior to the implant procedure, the box for the left ventricular (lv) lead was opened and the lead was tested. Difficulty was experienced getting the guide wire to come out of the tip. No adverse patient effects were reported.